Event description:
Reportedly, the instrument stapled but did not complete the proximal bowel cut. The anvil was then cut out of the bowel and another stapler was used to complete the anastomosis. The surgeon had enough length to do the second firing without damage to the patient. No deleterious effect on the patient has been seen from the incident.